Event description:
Customer reported blood glucose results of 9 mg/dl and "in the 100's" mg/dl within 10 minutes on the aviva system. Customer reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.